Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage -leak, flow issue - back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4439 lot number 21055390 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the male adapter on the bd maxguard¿ extension set with needleless y-site and stopcock was loose and broke off inside the tubing when attempting to tighten it, causing blood to back up and fluid to leak onto the floor. This occurred on 2 separate occasions. The following information was provided by the initial reporter: "male adapter piece on stopcock loose, when attempt made to tighten, plastic male adapter piece broke off inside of tubing component of extension set, causing blood to backup into tubing from IV site and IV fluid to leak onto floor. This happened with 1 other patient today (did not report). None of the remaining 19 patients had any issues with the extension set on their ivs. Lot number of extension set was same on all IV extension sets used today, including both defective sets."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage -leak, flow issue - back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4439 lot number 21055390 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage -leak, flow issue - back flow with lot #21055390 regarding item #mx4439.

Event description:
It was reported that the male adapter on the bd maxguard¿ extension set with needleless y-site and stopcock was loose and broke off inside the tubing when attempting to tighten it, causing blood to back up and fluid to leak onto the floor. This occurred on 2 separate occasions. The following information was provided by the initial reporter: "male adapter piece on stopcock loose, when attempt made to tighten, plastic male adapter piece broke off inside of tubing component of extension set, causing blood to backup into tubing from IV site and IV fluid to leak onto floor. This happened with 1 other patient today (did not report). None of the remaining 19 patients had any issues with the extension set on their ivs. Lot number of extension set was same on all IV extension sets used today, including both defective sets."